Event description:
It was reported that the user experienced a severe high blood glucose event described as a high sugar event. Symptoms included hyperglycemia. Outcomes included insufficient information to determine impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings and no specific medical device problem or device component implicated due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.